Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a transeptal puncture (tsp), a versacross connect laac access solution kit was selected for use. A contract shot was performed after successful tsp and effusion was observed. Despite the effusion, a 20mm watchman flx laa closure device was still implanted with no additional complications. The physician then performed pericardiocentesis to drain 800 milliliters of fluids. The procedure was completed, and the patient has fully recovered.